Event description:
It was reported that the skin around the lead/extension was infected during the trial. The patient had to wait a month before getting the permanent implant. Any treatments are unknown. Further information is being requested from the hcp.